Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler was sparking at the back of the cycler. Technical services indicated that the event took place during standby/setup/complete and there was no patient involved.patient said there was a loose component and it was drooping and when adjusted it caused sparks. The power cord was replaced by technical services. In a follow up, a nurse said there was no harm, intervention or adverse event associated with the sparking. The patient is using the same cycler with a new cord.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler was sparking at the back of the cycler. Technical services indicated that the event took place during standby/setup/complete and there was no patient involved.patient said there was a loose component and it was drooping and when adjusted it caused sparks. The power cord was replaced by technical services. In a follow up, a nurse said there was no harm, intervention or adverse event associated with the sparking. The patient is using the same cycler with a new cord.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.